Manufacturer narrative:
A review of the manufacturing documentation of the explanted ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that during a lead implant procedure the physician replaced the patient's ipg as it was not known whether it was working or not. The patient was implanted with a new ipg and reportedly doing fine.

Event description:
A report was received that during a lead implant procedure the physician replaced the patient's ipg as it was not known whether it was working or not. The patient was implanted with a new ipg and reportedly doing fine.